Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the twist drill broke during use. A portion of the twist drill remains implanted in the patient.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.